Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, a high capture threshold, high pacing impedance, and episodes of noise resulting in oversensing and automatic mode switch (ams) were observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the increased capture threshold resulted in a loss of capture on the right atrial (ra) lead.

Event description:
Additional information was received that the right atrial (ra) lead was explanted and replaced to resolve the event. Furthermore, during the revision procedure, the ra lead was observed to not be fully connected into the header of the device. The patient was stable and will continue to be monitored.